Event description:
It was reported that the product cannot recognize the cassette. The event occurred before patient use at the facility.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the suspect pump was returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The event history log (ehl) was reviewed. The failure alarm was noted when connected cassette to the pump on june 10, 2025. The allegation made by the complainant was confirmed. The device was visually inspected, and no physical damage found. Functional testing was performed. The downstream sensor was found to be defective. The downstream sensor was replaced. The device passed all functional testing after the repair.